Event description:
A nursing home worker called zoll customer support to report that an (B)(6) male pt's monitor was displaying a service code 110. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation, the monitor displayed a service code 110. The cause for the problem was isolated to a thermally damaged c10 capacitor on the monitor c/a board. The root cause for the thermal damage to c10 could not be positively identified. No adverse event resulted from the damaged c10 capacitor. The pt rec'd a replacement monitor.